Event description:
It was reported that the patient developed right heart failure. Peripheral edema was observed. Laboratory test values were measured by cardiac catherization and were as follows. Central venous pressure (cvp) was 37 mmhg, pulmonary artery (pa) contractile pressure was 25 mmhg, pa diastolic pressure was 20 mmhg, pulmonary artery wedge pressure (pcw) was 62 mmhg, and the cardiac output was 2.1 l / min. The relationship between right heart failure and this product was unknown.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist device (lvad), serial number (B)(4), and the report of right heart failure and peripheral edema could not be conclusively determined through this evaluation. The patient remains ongoing on (B)(4). No additional related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate 3 lvas IFU list right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, "introduction." Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure, as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.